Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the device was found to be dislodged after the tether was cut. The device was collected and removed. A new device was successfully implanted at a later date. No patient complications have been reported as a result of this event.